Event description:
It was reported that an asymptomatic patient presented to the hospital for a follow-up on (B)(6) 2022. During examination, it was noted that there was noise on the right ventricular (rv) lead. Lead revision was recommended but was not performed at this time. There were no adverse consequences to the patient.

Event description:
New information received indicates the right ventricular lead exhibited a recurrence of noise resulting in noise over-sensing.

Event description:
New information received notes that there was oversensing of noise on the right ventricular (rv) lead which led to inappropriate anti-tachycardia pacing. No programming changes were made. The patient was in stable condition.